Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead demonstrated noise oversensing, which resulted in an inappropriate automatic mode switch (ams). No intervention was performed, and the patient will continue to be monitored. The patient remained stable throughout the event.